Event description:
The pt was sleeping and awoken by a family member. They used the suspect device to check their blood glucose and obtained a result of 151 mg/dl. Pt was extremely tired and was not fully awake. Pt was taken to the ER and the hospital checked their glucose on thier meter and the level was 21 mg/dl. Pt rec'd a glucose IV and was discharged after their glucose returned to normal. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.